Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.

Event description:
It was reported that during procedure the lead was failing to capture. The lead was replaced and the surgery concluded successfully with a new lead. The patient condition was noted a stable.